Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only returned the sheath section of the catheter. There was damage observed on the guidewire exit port assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck in the stent and patient complications occurred. The 40mm long, relatively straight, calcified target lesion was located in the mildly tortuous, moderately calcified, 3.0 to 3.5mm in diameter proximal to mid left anterior descending (lad) artery. An opticross¿ imaging catheter was used to view the lesion with no issue noted during the pre-intravascular ultrasound (ivus). A 3.5x28mm non-bsc drug eluting stent (des) was deployed in the lesion. Following stent deployment, the opticross¿ imaging catheter was readvanced to observe the lesion. During withdrawal, the guidewire exit port of the catheter seemed to come in contact with the distal edge of the stent. The physician manipulated the unspecified guidewire but the catheter could not be removed. The physician cut the imaging catheter and inserted an unspecified guidewire to the outer sheath to remove the catheter, but was not successful. The guidewire was removed unintentionally from the main vessel and massive bleeding was caused from the puncture site. Blood pressure reductions was confirmed; therefore, a blood transfusion was performed to improve the patients' condition. Eventually, the physician was able to re-insert the guidewire into the main vessel. A non-bsc guide extension catheter was then engaged deeply into the vessel and the catheter was successfully removed together with the previously implanted stent. The explanted stent was found shrunk. It was noted that vessel "dissociation" was occurred. A non-bsc 3.5x30mm des stent was deployed and the dissection was resolved. The procedure was completed without performing ivus. The physician commented that there was inadequate stent expansion at distal side which resulted into the stent strut being caught at the guidewire exit port. There were no further complications reported and patients' condition was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the imaging catheter became stuck in the stent and patient complications occurred. The 40mm long, relatively straight, calcified target lesion was located in the mildly tortuous, moderately calcified, 3.0 to 3.5mm in diameter proximal to mid left anterior descending (lad) artery. An opticross¿ imaging catheter was used to view the lesion with no issue noted during the pre-intravascular ultrasound (ivus). A 3.5x28mm non-bsc drug eluting stent (des) was deployed in the lesion. Following stent deployment, the opticross¿ imaging catheter was readvanced to observe the lesion. During withdrawal, the guidewire exit port of the catheter seemed to come in contact with the distal edge of the stent. The physician manipulated the unspecified guidewire but the catheter could not be removed. The physician cut the imaging catheter and inserted an unspecified guidewire to the outer sheath to remove the catheter, but was not successful. The guidewire was removed unintentionally from the main vessel and massive bleeding was caused from the puncture site. Blood pressure reductions was confirmed; therefore, a blood transfusion was performed to improve the patients' condition. Eventually, the physician was able to re-insert the guidewire into the main vessel. A non-bsc guide extension catheter was then engaged deeply into the vessel and the catheter was successfully removed together with the previously implanted stent. The explanted stent was found shrunk. It was noted that vessel "dissociation" was occurred. A non-bsc 3.5x30mm des stent was deployed and the dissection was resolved. The procedure was completed without performing ivus. The physician commented that there was inadequate stent expansion at distal side which resulted into the stent strut being caught at the guidewire exit port. There were no further complications reported and patients' condition was stable.